Event description:
It was reported that after an interventional procedure, arteriotomy closure of the left femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered removing the device. To remove the device the suture was cut, which subsequently made the suture unusable for arteriotomy closure. A starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device noted that during suture deployment, the suture twisted upon itself and although the anterior cuff had passed the knot, the link which immediately follows the anterior cuff, was snagged within the suture knot. The snag would prevent the completion of arteriotomy closure with the suture by causing the detachment of the anterior needle from the anterior cuff and would prevent removal of the device without cutting the suture, which confirms the reported difficulty encountered removing the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.